Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s current health status and condition? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? The surgeon used w8556 for vascular sewing (the specific name of sutured vessel was unknown) during surgery. After the device was delivered into the abdominal cavity through the trocar, it was found that the needle detached. The surgeon immediately looked for the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new w8706 was replaced for suturing. After entering into the abdominal cavity through the trocar, the needle detached again. The surgeon immediately looked for the detached needle. The patient was given intraoperative CT examination to assist in looking for the needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture device (specific product information was unknown) was replaced again for sewing. The subsequent surgery went smoothly. This event caused no other harm to the patient except that it prolonged the surgery for about 3 hours. No subsequent adverse event report was received. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic radical surgery for endometrial cancer on (B)(6) 2024 and suture was used. During surgery, pull off suture needle occurred while passing through the trocar. The needle fell into patient's body, then the surgeon looked for the needle and removed from patient finally. He patient was given intraoperative CT examination to assist in looking for the needle and found it. The surgery was delayed for about 3 hour. The patient is currently stable. This event caused no other harm to the patient except that it prolonged the surgery for about 3 hours. No subsequent adverse event report was received. Additional information has been requested.